Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. The patient reported that they went to the restroom to avoid accidents and noted that they had a call to their healthcare professional (hcp), the wire was coming out of the controller. Additional information was received from the patient on (B)(6) 2018. The patient reported that their symptoms seemed to be worse and noted that they were not feeling stimulation. The patient stated that they did not think the device was working and noted that they seemed to have returned to their voiding habits before having the procedure/evaluation. The patient was assisted with turning it up until they could feel it at a comfortable level again. The patient noted that they had called the hcp and the hcp stated that the wire in the controller was fine. The patient was not feeling stimulation, but the data looked fine where the stimulation was at. It was noted that the patient would be increased if the data changes and it was noted by the hcp that a change of sides should happen on (B)(6). Additional information was received from the patient on (B)(6) 2018. The patient reported that they had a uti and indicated that the day before report was a bad day and their voids had worsened. The patient indicated that they changed sides and increased stimulation to 2.3, but once they increased the stimulation sensation would subside and go away. The patient noted that they were concerned that with the uti their treatment would not improve their symptoms. Additional information was received from the patient on (B)(6) 2018. The patient reported that they felt like it was hard for them to know if the therapy was working because they had a uti. The patient noted that they did not feel like the therapy was working because they had not seen an improvement. No further complications were reported or were expected.